Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard not working and unable to login due to software issue. Field service engineer checked device manager in control panel and found keyboard head additional device manager entry for hid keyboard in addition to the ps2 keyboard. Consequently, the specialist removed the hid keyboard entry, which prompted the screen to reset and subsequently started hta, application launched successfully. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard not working and unable to login, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.